Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/16/2019. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were any issues experienced with device intraoperatively? Was the resection more peripheral or central? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? How was the bleeding addressed? How long after initial procedure was blood in drain? Did patient have secondary air leak?

Event description:
It was reported that the patient was given open right lower lobe wedge resection operation on (B)(6) 2019. The lung inflation check was performed. No bleeding and leakage. After surgery, noted there's blood in the drain, and heme's dropping. Did the 2nd surgery (right lower lobe resection) to stop bleeding, noted the anastomotic site was bleeding. The patient is stable and left hospital now.

Manufacturer narrative:
Product complaint #(B)(4). Date sent: (B)(6)2020 additional information was requested, and the following was obtained: what were the indications for surgery? Unobtainable. Were any issues experienced with device intraoperatively?device is worked properly. Was the resection more peripheral or central? Unobtainable. Does the surgeon routinely wait 15 seconds prior to firing? Yes, wait 15 secs. Was buttressing material used? Unobtainable how was the bleeding addressed? Did the 2nd surgery (right lower lobe resection) to stop bleedingunobtainable how long after initial procedure was blood in drain? Unobtainable did patient have secondary air leak? No